Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was loose and flush out of the device and not recessed into the unit. Customer's blood glucose was 146 mg/dl at the time of incident. Troubleshooting found that the pump was dropped. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to damaged motor slide. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Pump passed idle current test and run current test. The drive support was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.